Event description:
It was reported that the valve was reprogrammed twice but the pt's vertricles didn't change. The dr tested the valve with radioisotope and believed the fluid to be moving too slowly. The valve was explanted. Note: the valve may have been flashed by the customer after explantation.